Event description:
Pt underwent laparoscopic cholecystectomy on 8/31/98 for acalculus cholecystitis. She was discharged home that day. On 9/3/98 she was admitted for a suspected post op ileus. She was admitted again 9/14 when a computed tomography showed a large fluid collection in the right upper quadrant. This was drained percutaneously and a stent was placed during this same hospitalization. She was discharged 9/19. Surgeon indicated she feels the clip did not hold allowing a drainage and collection of bile.